Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent syringe, sample syringe, and photometer lamp, restoring the instrument to functionality.

Event description:
The customer reported an au480 clinical chemistry analyzer generated falsely low alanine aminotransferase (alt) and aspartate aminotransferase (ast) results for two patient samples. The erroneous results were reported out of the laboratory; there was no impact to patient treatment as a result of this event. Controls were run on the instrument before and after the event. The quality control (qc) results after the event were low and out of specification. The customer retested the patient samples on an alternate instrument in the laboratory; the rerun results are considered correct.